Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to an unknown reason. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection.